Event description:
The customer reported that the heartstart mrx was not displaying the ECG on the screen. There is no indication of negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.